Event description:
Symptoms/ae: possible stroke. Time of procedure: post procedure. Device malfunction: none. It was reported that four days (2009) post stenting procedure in the right internal carotid artery using an xact stent, the pt experienced dizziness, stuttering speech and loss of balance which resolved in a few seconds without treatment. The pt was hospitalized and discharged the next day. A head CT performed showed questionable right occipital infarct. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.